Event description:
It was reported that the customer's insulin pump alarmed during prime and rewind process. The blood glucose reading was 89mg/dl. Troubleshooting was performed. The drive support cap was sticking out, and the customer pushed it back in. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with cracked reservoir tube lip, belt clip slot, minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.